Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain /chronic') and pneumonia aspiration ('aspiration pneumonia') in an adult female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for contraception: iud from 2006 to 2009 and birth control shot in 2006. Concurrent conditions included ovarian cyst ruptured, cyst, chronic cervicitis, adenomyosis and aspiration pneumonia. Concomitant products included ibuprofen since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pneumonia aspiration (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraine / headaches"), depression ("depression") and anxiety ("anxiety") and was found to have neoplasm ("tumors") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (transvaginal hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pneumonia aspiration, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, fatigue, nausea, alopecia, neoplasm, hormone level abnormal, migraine, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pneumonia aspiration, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),fatigue, nausea, hair loss, tumors, other, hormonal changes, migraine, headaches, depression, anxiety, aspiration, pneumonia. The essure coils were placed, 4 coils bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: aspiration pneumonia. Lot number: 752413, manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for contraception: iud from 2006 to 2009 and birth control shot in 2006. Concurrent conditions included ovarian cyst ruptured, cyst, chronic cervicitis, adenomyosis and aspiration pneumonia. Concomitant products included fluoxetine hydrochloride (prozac) and ibuprofen since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pneumonia aspiration ("aspiration phenemonia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraine / headaches"), depression ("depression"), anxiety ("anxiety") and infection ("infection") and was found to have neoplasm ("tumors") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (transvaginal hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, pneumonia aspiration, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, fatigue, nausea, alopecia, neoplasm, hormone level abnormal, migraine, depression, anxiety and infection outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, infection, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pneumonia aspiration, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),fatigue, nausea, hair loss, tumors, other, hormonal changes, migraine, headaches, depression, anxiety, aspiration, phenemonia. The essure coils were placed, 4 coils bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: aspiration pneumonia. Lot number: 752413, manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event infection was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for contraception: iud from 2006 to 2009 and birth control shot in 2006. Concurrent conditions included ovarian cyst ruptured, cyst, chronic cervicitis, adenomyosis and aspiration pneumonia. Concomitant products included fluoxetine hydrochloride (prozac) and ibuprofen since 2010. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pneumonia aspiration ("aspiration phenemonia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraine / headaches"), depression ("depression"), anxiety ("anxiety") and infection ("infection") and was found to have neoplasm ("tumors") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (transvaginal hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, pneumonia aspiration, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, fatigue, nausea, alopecia, neoplasm, hormone level abnormal, migraine, depression, anxiety and infection outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, infection, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pneumonia aspiration, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),fatigue, nausea, hair loss, tumors, other, hormonal changes, migraine, headaches, depression, anxiety, aspiration, phenemonia. The essure coils were placed, 4 coils bilaterally concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: aspiration pneumonia. Lot number: 752413 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain /chronic') and pneumonia aspiration ('aspiration phenemonia') in an adult female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for contraception: iud from 2006 to 2009 and birth control shot in 2006. Concurrent conditions included ovarian cyst ruptured, cyst, chronic cervicitis, adenomyosis and aspiration pneumonia. Concomitant products included ibuprofen since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pneumonia aspiration (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraine / headaches"), depression ("depression") and anxiety ("anxiety") and was found to have neoplasm ("tumors") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (transvaginal hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pneumonia aspiration, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, fatigue, nausea, alopecia, neoplasm, hormone level abnormal, migraine, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pneumonia aspiration, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),fatigue, nausea, hair loss, tumors, other, hormonal changes, migraine, headaches, depression, anxiety, aspiration, phenemonia. The essure coils were placed, 4 coils bilaterally concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: aspiration pneumonia most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events as per pfs: migration of essure device location of device: uterus and abnormal bleeding (vaginal). Lot number, concurrent condition and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') and pneumonia aspiration ('aspiration phenomena') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pneumonia aspiration (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss"), migraine ("migraine / headaches"), depression ("depression") and anxiety ("anxiety") and was found to have neoplasm ("tumors") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the pneumonia aspiration, menorrhagia, vaginal infection, cystitis, fatigue, nausea, alopecia, neoplasm, hormone level abnormal, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pneumonia aspiration and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),fatigue, nausea, hair loss, tumors, other, hormonal changes, migraine, headaches, depression, anxiety, aspiration, phenemonia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: injury were updated to specific events: pain pelvic, abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, bladder infection, fatigue, nausea, hair loss, tumors, hormonal changes, migraine, headaches, depression, anxiety, aspiration, phenemonia, plaintiff did not undergo essure confirmation test. Hysterectomy was performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.